Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the consumer reported the patient had notified her physician of the issues previously reported. It was noted the patient had a shot in the lower back, but that only worked for 2 days. The patient talked to the doctor and it was indicated the patient must have "milograham" (myelogram). Steps taken to resolve the reported symptoms was "milograham" (myelogram). It was indicated that the patient's use of antibiotics was for a bladder infection. The antibiotics was reported to be unrelated to the device/therapy, but it is unclear if the bladder infection was related to the device/therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was first seen on (B)(6) 2015 in the office. The patient had reported uti and treated on (B)(6) 2016 only. The patient reported that the cause of the uti's was indicated that patient was having severe urgency at that time. The health care reported that possible her diagnosis was acute cystitis without hematuria. It was note that the uti was not related to device or therapy. The date for uti diagnosis was (B)(6) 2016 and urine collected on that date. The patient was treated with cipro. The hcp also stated that blood in urine, pain in the urethrae and pain in back and legs were complaints noted and were not related to device or the therapy. It was reported that the lack of feeling stimulation was resolved after meeting with manufacturer representative who resolved the problems at the office.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient stated the stimulation no longer helping with her urinary frequency and she was back to wearing pads. The patient was also experiencing pain all the time but especially when she urinates and a return of symptom. The patient felt like she has cement in her bladder. The patient stated the pain was in the urethrae. The patient was even peeing blood. The patient stated it hurts to lie down on either side when in bed. The patient was on antibiotics and also taking hydrocodone (10 mg) sometimes 3 times a day for the pain. The patient has seen 6 different health care providers and no one was helping her. The patient was asked caller if she has tried making any adjustments to stimulation to see if that helps her pain subside but stated she was afraid to use her patient programmer (pp) because she did not know what she was doing. The patient further reported she was not feeling stimulation while therapy was on. The patient was on program 1 at 4.5 v. The patient services walked patient through using pp to turn stimulation off. The patient stated she was already feeling pain relief. The patient was frustrated that none of her doctors suggested this. The patient would make an appointment and request a representative to come to show her more about how to use pp and possibly do reprogramming. The symptom reported was noted as gradual. The patient was having pain in the lower part of her back that pain was shooting from her back down both of her legs and causes her to walk funny. It was noted that this was occurring daily. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.